Event description:
A dreamstation bipap avaps30 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint.  During the evaluation of the device, the third-party service center visually inspected the device and found a foam degradation. In addition, the device had error codes e022: err_motor_flux_magnitude, e036: err_motor_blocked_ou, e101:  err_humid_max_temp and e200: err_rtos_abort_error. The device was scrapped by the service center after the evaluation was completed.